Event description:
Additional information was received from patient called back and repeated previously documented information. Patient was inquiring about the status of their replacement wireless recharger (wr). Patient mentioned the process was started when they were at their hcp's office early last week and manufacturing rep was suppose to order the replacement. Patient mentioned all the wireless recharger does is it beep, when it connects then it starts to beep again. Patient mentioned it was suggested for the wireless recharger to be replaced and were informed the wr was dropped when they were getting their implant. Patient mentioned 1 our of 5 try's the charge goes from 30% to 70% which takes 1 hour to 1 hours 15 mins (agent understood patient was referring to when charging their implant). Agent checked, did not see any requests for patient in the fedex tracking information and agent reviewed information with patient. Agent reviewed with patient to check with manufacturing rep for more information of the order that was placed. Patient will call back if further assistance is needed.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Healthcare provider (hcp) mentioned that a replacement recharger was approved by the manufacturer representative (rep) as the device was dropped in the 2nd or 3rd visit by rep. Multiple reprogramming session were performed to identify the reason for poor recharging. The issue hasn't been resolved and takes more than 3 hours to adjust during multiple times to pain stimulator to get close to 70%. Hcp mentioned that it's clearly frustrating for the customer with number of attempts to charge which has limited their ability to leave the house.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that they were having trouble charging their implantable neurostimulator (ins). Patient stated that the recharger worked fine at first but got worse over time. Pt mentioned that they tried to charge the ins several times this morning and last night however, it still would not work. Pt commented that they loved the device however they got frustrated for having difficulty charging their ins. Agent had the pt tried to do a recharging session; pt went to a recovery mode with number 0 0 0. Agent had the pt move the wireless recharger and position it properly over their ins; pt started to see the normal charging screen with excellent connection. The recharging quality kept on changing from good to excellent and back to recovery mode. Pt commented that they had a hard time holding and positioning the recharger over the implant. Pt mentioned that it doesn't work to charge with their belt. Pt mentioned that they also have a hard time charging while laying or sitting. Pt said that the only way to successfully charge was to hold the wireless recharger with both hands, but they have a hard time doing so because their arms become tired. Agent asked the pt to try to put some pressure when they tried to position the wireless recharger over the pocket site; pt confirmed getting a good connection. Pt also confirmed that it was not easy for them to feel their implant when they touch it and mentioned that it could be implanted too deep and does not seem to be superficial to the surface. Pt also confirmed that they went to their healthcare provider (hcp) for follow up recently. The hcp told them that it felt like the ins was tilted in the pocket and that they needed to have an xray. Pt has to go back to the doctor to discuss the results of the xray. Agent offered to send a smaller belt as patient requested one so that pt could have more secure fit. Agent sent a request to repair to replace the belt. Agent instructed pt to continue to work with their hcp if the problem persists.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented information. Patient stated that they could not recharge their implant using the new recharging belt they received, as it was too small. Patient stated that their original belt was (large)= 102-135cm (40-53in) and they need the (med)= 80-107cm (31-42in). Patient mentioned that they spoke with the mdt rep via phone today and were advised that they needed a new belt. Patient also mentioned having an appointment with their hcp during which the wireless recharger (wr) was accidentally dropped by the previous mdt rep. They were told to call patient services (pss) to request a replacement. Patient denied any damage to the wireless recharger. Patient commented that the implant was well placed in their back and an x-ray confirmed that everything was in place. Patient stated that the device is really helpful and works great when it is charged but the problem is with recharging the implant. Patient expressed aggravation stating that it is very difficult to connect and it doesn't show anything. Patient stated their frustration was trying to keep it recharging. Patient mentioned that when they attempt to recharge the implant, the handset indicates it is not connected, even though it is. It starts beeping but during recharging, it continues to beep. Sometimes, if they keep holding it, it will recharge, but it's too uncomfortable. Sometimes, it won't connect at all. Agent had patient turn on the wireless recharger (wr) and start the ins recharge session. Patient mentioned that they hold the wr and use their pillow for support while recharging. Patient confirmed that their ins is recharging but the wr is beeping. Patient stated seeing "charging was disconnected" and "connection interrupted" messages. Agent had patient press 'exit', close all applications and launch recharger application. Patient observed that the wr was beeping but noted that it was recharging their implant at 40% with the display showing 0-0-0. Patient stated that if they sit perfectly still, it may charge up in 2 seconds before the wr starts beeping again, even when they do not move. A request was sent to the repair department to replace the recharging belt. Agent reviewed information and advised the patient to try recharging their implant once they receive the replacement recharging belt, and to call back if the issue persists. Additional information was received from the patient saying x-rays show everything as it should be and that the new belt was sent. Patient mentioned that the belt will arrive tomorrow and the issue is not yet resolved, mdt rep suggested them to try new belt, and if that doesn't work possible new charger. Patient also mentioned that when charged it works great, very little pain but problem is with the charging issues.